Event description:
Reporter alleged the customer began having convulsions because of hypoglycemia and he couldn't test her using the aviva system. Reporter stated he then called the emts and she was given a sugar solution before she was taken to the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
This medwatch report is for one of the possible suspect devices used. Reference medwatch report is for the other possible suspect device used.